Event description:
Note: date of event is unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "ultraflex precision colonic stent placement as a bridge to surgery in patients with malignant colon obstruction" published in gastrointestinal endoscopy 2008; volume 67; no. 1: 68 - 73. The following information was derived from this article: an ultraflex precision colonic stent was used for a colonic stent placement procedure. According to the article, the patient developed colonic perforation six hours after self expanding metal stent placement (sems) occurred. The sems was removed during emergency laparotomy and a permanent colostomy was performed. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.